Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one similar complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that approximately three weeks following an intraocular lens (iol) implant procedure, a patient developed anterior chamber cells and fibrin. The patient problem was described as aseptic endophthalmitis. The patient is recovering. There was no bacterium inspection performed. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that approximately three weeks following an intraocular lens (iol) implant procedure, the patient had also experienced eye pain, developed keratic precipitates, hyperemia and anterior chamber flare. The patient was treated with steroids and antibiotics. A subconjunctival injection was performed because fibrin appeared. Even though the inflammation had calmed down the patient experienced difficulty see due to the vitreous clouding. The symptoms improved one and a half months after a vitrectomy was performed. The surgeon's clinical judgement was that the event was non-infectious.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(6) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015, the voluntary recall was expanded to include these additional lens models. Evaluation summary: the customer indicated the use of a non-alcon cartridge and viscoelastic, which are not qualified for this lens. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis, so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Event description:
Additional was provided by the surgeon, who reported that the patient developed vitreous opacities observed approximately three months postoperatively.